Manufacturer narrative:
The device was not returned for analysis. Based on the available information, the reported positioning failure and poor imaging resolution are due to a combination of patient anatomy and procedural conditions. The cause of the reported pericardial effusion (pe) could not be determined. The reported patient effect of pe is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report pericardial effusion this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. It was noted that the patient presented with pericardial effusion (pe) and thin leaflets. Imaging was very challenging due to a rotated heart and anatomical challenges. The clip was getting shadowed out by the shaft of the catheter. The first clip delivery system (cds 10608r101) was advanced to the mitral valve, but the clip was unable to grasp both leaflets. Therefore, the cds was removed with the clip attached and the procedure continued with a second cds(10624r231). The second cds was advanced to the mitral valve, and the clip grasped both leaflets fine. However, mr was not sufficiently reduced. Therefore, the cds was removed with the clip attached and the procedure was aborted. The physician stated that the pe worsened during the procedure. It is uncertain which clip caused the marginal difference in size of the pe. Additional treatment was not performed. No clips were implanted, and mr is 4+. There was no clinically significant delay in the procedure. No additional information was provided. .